Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Manufacturing date: 11/12/2014 ¿ 11/18/2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap that was dry. There was no damage noted to the packaging of the minicap. There was no patient injury or medical intervention associated with this event. No additional information available. This is report 3 of 25.